Manufacturer narrative:
Th conclusions are as follows: the analysis of available expertise files confirmed the reported behavior, a freeze of the programmer was observed on two sessions of reply device after the user performing sensing and threshold tests on june 14 2024. The event described in the complaint is related to a software known issue. This issue can occur at the end of aida reading on esprit, reply, eno, teo, oto, kora pacemakers. To solve this issue, restart of the tablet should be done.

Event description:
Reportedly, the screen of smarttouch tablet was frozen 3 times. The workaround done was to restart each time.

Event description:
Reportedly, the screen of smarttouch tablet was frozen 3 times. The workaround done was to restart each time.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.